Event description:
Customer reported failed battery test. The blood glucose reading is 150 mg/dl. Nothing further.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.